Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown (cracked dental restoration) which the customer stated resulted in extraction of the tooth.

Event description:
The customer reported a cracked crown on #2 while wearing the aligners. Medical intervention was required, and an extraction was performed. Aligner treatment was not discontinued. For this event, the patient identifier is c281ddf10bd1d0 and the complaint number is (B)(4).